Manufacturer narrative:
Unit was not returned for evaluation.

Event description:
Dr (B)(6) had a patient with epicondylitis on her right side. He decided to give her anesthesia that kept her light asleep for the procedure. The procedure was done in an operating room in the (B)(6). The machine was set up, primed well, and we tested the needle before using it on the patient. About 12 seconds into the procedure, the sound stopped, and when dr. (B)(6) kept pushing the foot pedal, it would not come back on. I advised him to take it out and hold it in the air and see if it was occluded. The saline was streaming out when he hit the pedal, but the ultrasonic sound was not working. He re-inserted it and tried again, but it was not working. The patient had a golf ball size bump on her elbow, and the doctor did not think the aspiration was working, so we put that setting on high. We also moved the cutting to high and we could hear a faint sound but it was not the regular cutting sound. I shut the machine off, re-primed, and tried again but it did not work. They took out a new kit and we shut the machine down, put another cassette in and it worked when he tested it in the air. So he went back in to the elbow and 10 second later it stopped working again. The sound stopped and the fluid was not being aspirated out. We stopped at that point, and he put an ace bandage on the patient. It was very disappointing. I called (B)(6) in the middle of the procedure to ask for her suggestions. We did everything that she suggested. I will send the us and console back today, along with the first needle kit that was used, the second one was thrown away, but I have the box from the second one that I will send back as well.